Manufacturer narrative:
(B)(4).

Event description:
The pt was admitted to the hospital for 3 days after implantable neurostimulator implant due to abdominal cramping. The pt also had diarrhea. The neurostimulation leads were implanted at t8/9 for leg pain. No new medication was started; the pt did not have a cold. Stimulation was stopped to see if the diarrhea also stopped. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.